Event description:
Procedure type: lap gastric bypass. According to the reporter: adhesion formation ,scar tissue formation, and early post-operation bowel obstructions were observed at site where product was used. A re-operation was required on the patient and less product was consequently used in the application. There was no delay in operating room time reported and no bleeding was reported. Procedure date was between 2008 and 2009.